Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that when they switched the profile to vascular the system would freeze and had to be rebooted to work. There is no report of death or serious injury associated with this complaint.